Event description:
The customer reported that the fluoro images did not display on the workstation monitor.

Manufacturer narrative:
The plan to check the system is currently under negotiations with the customer.